Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The grip tips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip came off. The procedure was completing as planned with no reported injury.